Manufacturer narrative:
Power cord was not returned for evaluation. Customer was sent replacement power cord.

Event description:
It was reported that the unit's power cord was damaged. No patient involvement or adverse consequences were reported.